Event description:
During follow-up, episodes of possible ventricular tachycardia and post-sensed t-wave oversensing were observed but no inappropriate therapy was delivered. Device reprogramming is anticipated. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced. No further information is available at this time.